Manufacturer narrative:
The report of the backup system controller displaying "no charge" when connected to the battery support and not turning on when connected to the power module could not be confirmed as the system controller was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the backup system controller, serial number (B)(4) was apparently taken by a family member during resuscitation efforts and is unaccounted for at this time.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received an alarm on his primary system controller indicating "call hospital." The patient and a family member attempted to change out the primary system controller. The backup system controller was connected to batteries, but read "no charge." The controller was then connected to the power module; however, the backup system controller would not turn on. During this time, the patient became unresponsive. The patient's family member successfully reconnected the primary system controller. The patient reportedly took a breath, but he did not regain consciousness. The pump was running according to the patient's family member. Emergency medical services (ems) was called and reportedly upon arrival the patient was found, and with an estimated 10 minute down time. The patient's primary system controller reportedly began alarming low flow. The patient was defibrillated three times by his implantable cardioverter-defibrillator (ICD). Ems attempted to secure an airway, but the patient was unable to be intubated in the field. The patient was supported with a bag valve mask, and was transferred to the emergency room (ER). Upon arrival at the e.r., the patient had a reported down time of 90 minutes in a persistent unresponsive state. The patient was intubated in the e.r. And remained unresponsive, with his pupils fixed and dilated. The patient's blood pressure was reported to be 118/82 mm/hg. The patient was transferred to the intensive care unit where he reportedly went into pulseless electrical activity (pea) arrest. Advanced cardiac life support (acls) protocol (without compressions) was initiated; however resuscitation of the patient was unsuccessful.

Manufacturer narrative:
This complaint is for the backup system controller s/n: (B)(4). The primary system controller, sn (B)(4), is reported under MFR report 2916596-2014-02181. The backup system controller was reportedly taken by a family member during resuscitation efforts and is unaccounted for at this time. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.